Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Photographs were returned for examination, but could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿compaction bone-grafting in prosthetic shoulder arthroplasty¿ written by michael a. Wirth, md, et al; published in the journal of bone and joint surgery, inc; volume 89-a, number 1; january 2007; was reviewed. The purpose of the article was to 1) describe the technique and indications for using proximal humeral compaction bone-grafting in shoulder arthroplasty; 2) to examine the clinical implications of prospective radiographic outcome findings; and 3) to test the hypothesis that compaction bone grafting applied to a press fitted humeral prosthesis will be followed by low rats of loosening as seen both clinically and radiographically. Between january 1992 and july 1997, 71 shoulders in 66 patients were treated with arthroplasty that included compaction bone grafting. 13 patients were lost to follow-up, leaving 53 patients (58 shoulders; 42 ha and 16 tsa) who had complete clinical and radiographic follow-up for more than 24 months after a shoulder arthroplasty that included compaction bone grafting. All 71 shoulders were included in the report of complications. The prosthesis used was a depuy global shoulder modular prosthesis. A clinical assessment was performed preoperatively and at one-year intervals postoperatively. The mean duration of follow-up was 58 months (26-93 months). One of the 58 stems was noted to have a .33 mm-thick lucent line in two zones in the immediate postoperative period, and lucent lines were observed adjacent to 24 of the 58 stems at the time of final follow-up. Th majority of the lucent lines appeared at the distal tip of the stem. No humeral component was rated as shifting from varus to valgus or vice versa. No component demonstrated subsidence. There were nine complications in the entire series including the 58 shoulders that had been followed for 24 months or more and the 13 with incomplete follow up. There were three intraoperative complications which included transient motor dysfunction of the axillary nerve which resolved within three months; a case of radial nerve dysfunction, which resolved within six weeks; and a fracture of the proximal part of the humeral shaft, which was stabilized with cerclage wires. There were six postoperative complications. These included five cases of symptomatic loosening of the glenoid component, all which were managed with the removal of the component. The revisions were performed at an average of 62 months (36-84 months) following index procedure. There was also one patient with painful glenoid arthrosis who underwent conversion from an ha to a tsa at 24 months postoperatively. It is noted that there were two procedures; a hemiarthroplasty and a total shoulder arthroplasty, however the article does not specify which complications arose from which procedure. All impacted products will be included on one complaint, with only one implant being coded for adverse events due to this.